Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer via phone and was told that an attempt was made to restart the e-100 during the procedure with no resolve; however, between procedures, another attempt was made to restart the esu and was successfully used during the procedures that followed. No site visit was conducted. The system was working properly and no additional action was required. No image or procedure video was provided for review. A log review was performed. Per the review, the following information was identified and confirmed: the customer performed a gastric bypass procedure on 24-may-2022 on system sk0869. There were two vessel sealer extend instruments used in this procedure. A review of the site's system logs for the reported procedure date was performed by the regulatory post market surveillance (rpms) analyst on 27-may-2022. Investigation revealed that there were no related system errors that occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the e-100 esu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the vessel sealer extend (vse) instrument was not sealing all of the way using the e-100 generator. The customer attempted sealing with two different vessel sealer instruments with no change. The customer switched to the erbe integrated electrosurgical unit (iesu) and stopped use with the e-100. The procedure was being completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical sales associate (csa) indicated that, during the procedure, while the surgeon was attempting to seal tissue, the vessel sealer instruments were not fully sealing as a result of the reported issue with the generator. There was additional unexpected bleeding; however, it was minimal and required no medical intervention. There were no complications experienced by the patient. The procedure was completed with no further issue. Also, patient demographic information was requested, but not provided.